Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. It was also indicated that the usb cable no longer charges the pump. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was confirmed that the customer was able to charge the pump using a different usb cable. A replacement usb cable was sent to the customer.